Manufacturer narrative:
As no sample from the patient could be submitted, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Sample from the patient was requested for investigation.

Event description:
There was an allegation of a questionable anti-hcv g2 elecsys result from cobas 6000 e601 module serial number (B)(4). On (B)(6) 2022, the result from a vitros analyzer was 5.15 (reactive). On (B)(6) 2022, the result from the cobas e 601 using a new sample from the patient was 0.034 (non-reactive). The result from another cobas e601 analyzer was 0.033 (non-reactive). The results from alinity and elisa systems were reactive. The patient had pcr testing performed and the result was less than 16 (not detected). The questionable result was reported outside of the laboratory.